Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that lately the patient had been going to the restroom a lot. The caller said they adjusted the stimulation to 1.0 and when they went to adjust it a little higher, it went to 2. The caller asked if that was normal. The agent reviewed stimulation expectations. The caller mentioned that all of a sudden the patient just had to go and sometimes they couldn't make it to the bathroom so they didn't have a warning. The caller will increase the stimulation and will track and monitor patients symptoms. The caller may call back for assistance changing programs.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.